Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records.this assessment found no anomalies that may have caused or contributed to the reported issue. The investigations immediate cause could be contributed to the wrapper - meaning the user opens the tampon wrapper, uses the tampon and inadvertently returns the applicator back into the wrapper. The hypothesis is based on the fact that in all previous cases the user indicated that there was no pledget in the applicator.the sample was returned on 11/28/2016 and confirmed mammal blood. The root cause of this complaint could not be conclusively determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer called and stated that one of her tampons was missing before use and that there was something that looked like blood on applicator . She did state that she is fairly sure she touched the foreign material with her fingers and has itched ever since. She went to prompt care because she wanted to be tested for hepatitis and was told that it is highly unlikely she would have gotten anything from it. The consumer then saw her pcp on (B)(6) 2016 who did both hiv and hepatitis tests. These were negative but the doctor suggests a retest in 6 months. The doctor stated the itching may be related to her nerves.